Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that following insertion the patient experienced erosion of the suspension tape into the mid urethra. It was reported that patient underwent cystoscopy, placement of suprapubic tube on (B)(6) 2000. It was reported that patient underwent cystoscopy, isolation of tvt, dissection of the tape, bisection of the tape on (B)(6) 2000. On (B)(6) 2004 the patient underwent I&d of an abdominal wall abscess. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a sling was implanted. The patient experienced multiple complications, including inability to engage in activities, pain, disability and she died on (B)(6) 2008. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.